Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of a result. There were splotches on the display that could impede the results field and could prevent the results from being readable. There was no actual allegation of a misinterpretation of a result.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has a large black splotch on the screen. The meter shows obvious signs of drop damage. The alleged problem could be reproduced and is found to be due to customer mishandling. Medwatch fields d9 and h3 have been updated.